Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The patient died in a rehabilitation facility and was not hospitalized prior to death. It was not reported if an autopsy was performed. The pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. The cause of the reported death could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Follow-up information revealed that the patient was using an unknown cycler at the rehabilitation facility where they passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.